Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032377) on 02-jan-2014. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pelvic pain"), renal injury ("lesion on left kidney"), back pain ("unbearable pain in back"), genital haemorrhage ("clotting"), loss of consciousness ("I passed out / passing out") and pain in extremity ("unbearable pain in legs") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, gravida ii and parity 2 (((B)(6) 2005, (B)(6) 2010)). Concurrent conditions included body mass index normal, nickel sensitivity and penicillin allergy. Concomitant products included clindamycin since 2016, diazepam since 2016, dicycloverine (dicyclomine) since 2016, ondansetron (zofran) since 2016 and ranitidine hydrochloride since 2016. In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2012, the patient experienced loss of personal independence in daily activities ("inability leave my house") and impaired driving ability ("inability to drive"). In 2012, the patient experienced abdominal pain upper ("unbearable pain in stomach / severe and persistent stomach pain") and pyrexia ("low grade fevers on & off weekly"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("unbearable pain in abs / abdomen pain / severe and persistent abdominal pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced renal injury (seriousness criterion medically significant), palpitations ("heart palpitations") and cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), pain in extremity (seriousness criteria medically significant and intervention required), dizziness ("constantly dizzy"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with rash, mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), vision blurred ("blurred vision"), vitreous floaters ("eye floaters"), myalgia ("muscle aches"), muscle spasms ("muscle cramps") and food allergy ("food allergies"). The patient was treated with citalopram hydrobromide (celexa) and surgery (coils removed from tubes). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, renal injury, genital haemorrhage, loss of consciousness, pain in extremity, dysfunctional uterine bleeding, dizziness, abdominal pain upper, allergy to metals, mental disorder, vision blurred, vitreous floaters, myalgia, muscle spasms, nausea, palpitations, food allergy, pyrexia, loss of personal independence in daily activities, impaired driving ability and cystitis interstitial outcome was unknown and the back pain, headache, abdominal pain and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, cystitis interstitial, dizziness, dysfunctional uterine bleeding, food allergy, genital haemorrhage, headache, impaired driving ability, loss of consciousness, loss of personal independence in daily activities, mental disorder, muscle spasms, myalgia, nausea, pain in extremity, palpitations, pelvic pain, pyrexia, renal injury, vision blurred and vitreous floaters to be related to essure. The reporter commented: patient not sought treatment for "blurred vision 1 eye floaters,random rashes, food allergies" diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Allergy testing at 14 years old from allergist. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical bantch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed results: 3221 ¿ no results available since no evaluation performed conclusions: 67 ¿ unable to confirm complaint 92 ¿ device not returned . Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "dysfunctional uterine bleeding, blurred vision, eye floaters, muscle aches, muscle cramps, nausea, heart palpitations, food allergies, low grade fevers on & off weekly, inability leave my house, inability to drive, lesion on left kidney, interstitial cystitis", reporter, concomittant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032377) on (B)(6) 2014. The most recent information was received on 30-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("unbearable pain in back"), pain in extremity ("unbearable pain in legs"), pelvic pain ("pelvic pain") and genital haemorrhage ("clotting") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, gravida ii and parity 2 (((B)(6) 2005, (B)(6) 2010)). Concurrent conditions included body mass index normal. Concomitant products included clindamycin in 2016, diazepam in 2016, dicycloverin (dicyclomine) in 2016, ondansetron (zofran) in 2016 and ranitidine hydrochloride (ranitidin) in 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain upper ("unbearable pain in stomach / severe and persistent stomach pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("unbearable pain in abs / abdomen pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced pain in extremity (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness ("I passed out / passing out"), dizziness ("constantly dizzy"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with rash and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with citalopram hydrobromide (celexa) and surgery (coils removed from tubes). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, headache, abdominal pain and arthralgia had not resolved and the pain in extremity, pelvic pain, genital haemorrhage, loss of consciousness, dizziness, abdominal pain upper, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, dizziness, genital haemorrhage, headache, loss of consciousness, mental disorder, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Allergy testing at (B)(6) from allergist. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: no testing methods performed, no results available since no evaluation performed, unable to confirm complaint, device not returned. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2017: pfs received - new events, pelvic pain, clotting, allergic to nickel / hypersensitivity reaction to nickel, rash, essure caused or aggravated any psychiatric and/or psychological condition and hip pain were added. Product implant and explant date was updated. New reporter was added. Surgical treatment was added for the event pelvic pain. Seriousness criteria disability was removed from the event ¿unbearable pain in back, unbearable pain in legs, I passed out / passing out, constantly dizzy and headaches¿. Historical and concomitant condition and medication were added. Lab test was added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.